Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to he presented recurring incontinence. The cuff and balloon were removed and replaced with new components. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.